Manufacturer narrative:
(B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated a patient sample generated erratic results with architect ca 125 ii assay. Patient sample ID (B)(6) was tested multiple times with differing values, architect ca 125 ii of 753.60, 1029.08, 464.21, 923.77, 1087.28, and 773.37 u/ml with a new specimen. No impact to patient management was reported.

Manufacturer narrative:
Review of ticket trending and lot search did not identify an increase complaint activity related to the issue under review. Accuracy testing was completed using retained kits of reagent lot 50283m500. Acceptance criteria were met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the issue under review. A deficiency was not identified as panel testing shows that the likely cause lot performed per specification. The architect stat high sensitive troponin-I lot 50283m500 is performing acceptably.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.